Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead apparently fractured. It was further reported that the lead integrity alert triggered, and the patient received two inappropriate shocks due to noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.